Event description:
A caller reported a cgm error 42 for the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided detailed instructions for a pump reset, walking the caller through the process. After the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.